Manufacturer narrative:
(B)(4).

Event description:
During index procedure an in.pact admiral paclitaxel eluting balloon catheter was used in the right (mid) sfa. Approximately 11 months post index procedure stenosis in the right sfa occurred and was treated with non-medtronic pta and stent. Patient recovered. Investigator assessed that the event is not related to the study device, procedure and paclitaxel.

Manufacturer narrative:
Patient history includes previous peripheral revascularization of the left sfa, iliac and popliteal arteries and the right sfa. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated that the event is related to the study device, not related to procedure or paclitaxel and event is a target lesion r evascularization.